Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that drive support cap was flushed. Customer does not know how damage occurred. Customer's blood glucose was 438 mg/dl. Troubleshooting was performed for high blood glucose. Customer was advised that insulin pump would need to be replaced.